Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had communication issue. A technical support specialist dialed into the station and checked the services and datasync log and found to be running fine. Sql server management studio (sql ssms) was opened, and the database size was verified to be 7.1 gb, which was within the threshold. System performance, including cpu, memory, and disk usage, was checked and confirmed to be normal. The station time was adjusted to match the es server. Upon logging into health sight viewer (hsv), it was confirmed that the alert had disappeared. The customer verified the resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary that the device had communication issue. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.